Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02305. It was reported the patient¿s right l1 lead was showing high impedances. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and a new lead was implanted. In attempting to explant the l1 lead intraoperatively, the lead at l2 was pulled out of the foramen and the physician was unable to get it back into position. Physician elected to explant and replace the l2 lead as well. This addressed the issue.